Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that vitrectomy probe was non-functional (with aspiration sometimes absent and sometimes intermittent and cutting function intermittent at first, then absent after a few minutes) during vitrectomy surgery resulting in increased consumption and higher costs. The surgery was completed on same day by using another vitrectomy probe. There was no information about any patient impact.